Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. The patient reported that the pod was alarming.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an 0x3d alarm, indicating step sensor asserted before wire driven. The rotational sensor failed to transition from open to closed at consistent pulse width values. A tear was observed on the unexposed portion of the soft cannula, causing an internal leak. Fluid damage was observed on the mechanism rails, and corrosion was observed on the pcb and top battery. Battery voltages were low as a result; an external power supply was needed to retrieve download data. The internally damaged is confirmed as the root cause of the reported 0x3d alarm.